Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the signal had gotten smaller since implant of the ilr (implantable loop recorder). The device remains in use as it was explained this might be from the implant being so recent. No patient complications have been reported as a result of this event.